Event description:
We use omnipod as our insulin pump for the mgmt of my son's type 1 diabetes. One box of pods contains 10 "pods" which should be changed every 72 hours. We had 5 of 10 pods fail out of one box. After the second failure, we contacted omnipod. We contacted them to report each failure after the second. When the fourth and fifth pod failed, we asked about potential issue with that lot number. Their response was that there are over 100,000 pods to a lot and they were not necessarily all made on the same line and these failures did not indicate an issue with the lot. After the fourth failure, they offered to replace the one remaining pod in that box, but would not replace the two unopened boxes from this lot based on the reasoning above. We switched to an unopened box of the same lot and again had another failure. A failure means that the pod discontinues insulin delivery. For two nights in the last 48 hours, my son has had high blood sugar, which we have had to counteract via insulin injection. Immediately upon insulin injection, his blood sugar was reduced. With the same injection through the pump, his blood sugar would not reduce. Then within 24-48 hours of insertion, his pump would alarm to indicate failure. This has resulted in moderate to high ketone values which have kept him home from school for two days now and in which we have needed assistance from our endocrinologist to correct. I am reporting this info for three seasons: we have been seeing high blood sugar levels which can be lowered by insulin injection but not his pod. The pods eventually alarm, but it seems like insulin flow is reduced or stopped for hours before the alarm occurs; omnipod has responded to these issues by sending replacement pods for those that failed in <72 hours. This indicates to me that they are treating this as a warranty issue and not investigating it as a potential product defect; these early failure has occurred across two different boxes of the same lot. However, we have used two boxes in the same shipment (lot number unk) without issue. This indicates that there wasn't an issue during shipment that affected only our parts, but is indicative of an issue within this lot of pods. Insulin delivery failure- t1d. We currently have the remaining pods from the lot but have been asked by omnipod to return them. The lot number is l44139. FDA safety report ID# (B)(4).